Manufacturer narrative:
The unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump casing was broken. The insulin pump was returned for analysis.